Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction e227 (endoscope communication failure) error and snowflake image was traced to component failure. And the most probable cause of the malfunction plastic distal end cover had foreign objects could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e227 error (endoscope communication failure), snowflake image and plastic distal end cover had foreign objects. There was no patient involvement.